Manufacturer narrative:
This report is being filed as a correction to the model #4440 initial report that was submitted on (B)(6) 2025 in error as this model is not a boston scientific model.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements that were less than 200 ohms. The physician elected to surgically abandon this lead during a scheduled generator change out procedure. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction to the model #4440 initial report that was submitted on january 31, 2025 in error as this model is not a boston scientific model.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements that were less than 200 ohms. The physician elected to surgically abandon this lead during a scheduled generator change out procedure. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements that were less than 200 ohms. The physician elected to surgically abandon this lead during a scheduled generator change out procedure. A new ra lead was successfully placed. No additional adverse patient effects were reported.